Manufacturer narrative:
(B)(4). Batch # unk. Maude report # mw5079119. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can the patient¿s medical history and charts be shared with ethicon medical for review? Has the patient undergone formal metal allergy testing? If so, what specific tests were performed and what were the results? Why does the healthcare professional believe that these symptoms are directly related to the titanium alloy staples? Can a resent x-ray be shared that confirms staple presence and location? What is available for return as it was reported that the device is available for evaluation?

Event description:
It was reported that this involves a (B)(6) female with a history of non-hodgkins lymphoma that resulted from monsanto's round up. She did undergo several rounds of chemotherapy and a single round of radiation treatments. She did suffer side effects from the radiation therapy, where a portion of her large intestine and colon were damaged and not viable. This caused three intestinal obstructions requiring hospitalization each time. Finally, a surgery was performed where ethicon surgical staples via a tlc75 blue stapling device that is produced by ethicon and is known generally as a proximate linear cutter. After having the titanium staples used to anastomose the large intestine/colon, the patient has suffered side effects. Specifically: post surgical spinal scoliosis diagnosis-noted to be in the exact region that the staples have been resident for the past ten years. Prior to this, she had no spinal issues; chronic waxing and waning anemia; debilitating, uncontrollable explosive intestinal accidents-which come out without warning and last for several days at a time causing her to be bed ridden. These are attributed directly with the titanium alloy staples, referred to the manufacturer as being composed of "ti3al2.5v titanium alloy wire" which is specifically composed of the following materials: nitrogen 0.02; carbon 0.05; iron 0.25; aluminum 2.5-3.5; vanadium 20.-3.0; titanium remainder.